Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed a pulse test. The cause was intermittent pins on the (B)(4) connector on the defibrillation pca board. The intermittent pin were caused by contamination on the connector pins. The root cause for the contaminated pins was unable to be positively determined. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any problems.

Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), the monitor failed the pulse test. The last pt to use this monitor did not report any problems.